Event description:
It was reported the pt alleged his scs system never provided effective stimulation even though he had been reprogrammed. The pt met with his physician regarding a system explant in order to move forward with alternative treatment options for his pain. Additional information received identified the pt's scs system was exacerbating his pain with stimulation both on and off. Surgical intervention is planned for a later date to address the issues.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.